Event description:
Despite repeated attempts to zero the fiber optic catheter before inserting it into the patient's brain, the cam02 (inter-cranial pressure and temperature monitor) would not remain on zero. Instead, the figure displayed on the monitor fluctuated from 2 to 3mmhg. A second fiber optic device was zeroed but still the figure displayed upon the cam02 would not remain on zero. Unfortunately, they did not keep the catheters as they were subsequently used with their cam01 (camino advanced monitor with icp waveform) monitors and were working fine. No patient injury occurred or excessive time lapsed. The product was not in contact with patient.

Manufacturer narrative:
Integra completed its internal investigation 08/25/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ feb. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The complaint failure was initiated for a monitor failing to zero; therefore a review of cam02 complaints was completed using the key words ¿zero not occurring¿ and ¿zero¿ in the search criteria. The review encompassed dates 25-jun-14 to 17-jul-15. A total of 3 complaints contained the search criteria. The failure analysis investigation could not duplicate the complaint incident. The cam02 monitor was verified as meeting performance specification. The cam02 monitor was calibrated and safety tested. The results were reviewed as part of this investigation; all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification, no root cause can be established.